Manufacturer narrative:
Device evaluation: as received, the shrink seal on the jar had been torn. The jar lid was closed and glutaraldehyde level was full. There was no leakage when the jar was tilted. Moisture damage was not observed on the jar labeling. No damages were seen on the lid thread or jar thread and the jar was able to open and close without issues. Valve remained inside jar with ID tag, holder, adaptor, post, clip, and sleeve. The holder post was in the non-deployed position and all sutures on holder and adaptor remained intact. No inconsistencies were observed on the valve. Additional manufacturer narrative: the device was returned to edwards for evaluation. Customer report of jar lid not screwed on tightly could not be confirmed through visual observations. Based on the information received and evaluation the root cause of the reported jar lid looseness could not be conclusively determined.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. Without additional information or return of the device the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that during opening of a mitral bioprosthetic valve container, the lid of the jar was not screwed on tightly as there was no resistance felt when opening the jar. This was discovered during preparation for a case. The valve was not used. No further information was provided.